Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.